Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a torn wire. The procedure was completing as planned with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked before use. The patient was not injured due to the reported problem. The operation was performed with a back-up instrument. The cable was broken and frayed. There were no loss of cautery and no sign of thermal damage. The instrument did not collide with another instrument during the procedure. No photographs of the instrument or a video recording of the procedure available to isi for review. Isi received the large suturecut needle driver instrument to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.